Manufacturer narrative:
The tube was discarded and therefore unavailable for failure investigation. The lot number was provided and the manufacturer will review the lot history records. No analysis or conclusions can be drawn without the device.

Event description:
It was reported during patient use the cuff leaked air. It was reported that the cuff was not pre tested.